Event description:
The account alleged the pt fell out of the bed and there was no witness to the fall and the pt was not injured.

Manufacturer narrative:
The tech investigated and the account reported that the pt was being placed into the bed and lost their balance and fell. The pt was not injured and there was no medical treatment provided. The investigation found that the bed was in the rotation mode and was alarming since a side rail was down so the pt could get in the bed. The customer alleged that the brakes did not hold. The bed was checked and the bed functioned as designed, no repair was needed.